Event description:
It was reported that user was sitting in shower chair/commode, when the bolt in the caster assembly backed out, resulting in caster shift. User slide out of chair. Suffered a fractured ankle.